Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. It was reported that there was a filled cartridge in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: a review of the pump¿s black box showed no cartridge detected warnings. During testing, a call service cs 127 alarm occurred when powering on the pump, preventing full investigation of the load step issue. Additional testing was not able to be performed due to the inability to clear the alarm. The pump voltage was found to be out of specifications due at a chip on the printed circuit board. The pump was opened and one of the pins on the force sensor flex was found to be damaged. The load step malfunction issue was shown in the pump history but was not able to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.